Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the rep that the hp052 handpiece emitted a solid tone. Upon changing handpieces, the same blade worked. The handpiece was tested with a test tip by rep and solid toned as well. There was no consequence to the pt.